Event description:
One patient sample with discrepant sodium results. Initial result 125 mmol/l. Same sample repeated gave result of 141 mmol/l. New sample from same patient was also tested, giving result of 141 mmol/l. No information provided to determine if results were used to guide therapy. Data necessary for investigation was not provided, no further evaluation possible.